Event description:
It was reported that an ilet insulin pump developed a cracked screen on the lower portion of the device, after the infusion site was inadvertently pulled off and the pump fell, rendering the pump nonfunctional; the user was instructed to transition to backup subcutaneous insulin therapy and continue cgm use. Symptoms included no reported adverse clinical effects. Outcomes included use of alternate therapy without medical intervention or hospitalization. Investigation included review of device history and complaint information, with return and analysis pending. Investigation of this case revealed a damaged display and housing consistent with external impact. It was concluded that the event was due to physical damage from handling or impact rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.